Event description:
Following a rough boat ride (there was no blunt trauma to the body), the pt experienced a surging and fading sensation. The stimulation was still in the correct area. The pt's symptoms were located at the paresthesia area. The pt's status was reported to be good. The pt was encouraged to contact her hlth care professional. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.